Event description:
The customer contact reported the pt received more medication than intended. The pump was programmed to deliver an unspecified volume of cardizem at a rate of 15ml/hr, and the delivery was started. No further programming parameters were provided. At an unspecified time, the nurse noted the pump was delivering at a rate of 150ml/hr and the therapy was stopped. There were no reported adverse pt effects; however, the pt was "transferred from telemetry to ICU" for an unspecified reason. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was printed at the manufacturing facility. A review of the pump history shows that in 2007 at 1131, line a was delivering at a rate of 15ml/hr with a volume to be infused (vtbi) of 2117ml for a duration of 141 hours and 16 minutes. Line b was concurrently delivering at a rate of 100ml/hr with a vtbi of 995ml for a duration of 9 hours and 58 minutes. Within the same minute, the delivery was started and stopped for a distal occlusion. At 1147, line a was reprogrammed to deliver a vtbi of 100ml for a duration of 6 hour and 40 minutes and the delivery was started. At 1405, the pump alarmed for proximal occlusion / air on line b and the delivery stopped and restarted. At 1410, line a was reprogrammed to deliver at a rate of 200ml/hr with a vtbi of 82ml. At 1414, the pump alarmed for proximal occlusion / air on line b and the delivery stopped. At 1415, the device was turned off. Review of the pump history indicates that the pump delivered as programmed.